Manufacturer narrative:
(B)(4). Visual inspection of the returned item # 42517000707, lot # 63762472 found it to exhibit signs of repeated use nicked / gouged and has fractured on the lateral side of the post feature. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01546, 0001822565-2022-01549.

Event description:
It was reported that the instruments broke while trialing. There was no consequences or impact to the patient.